Event description:
Philips healthcare received a complaint from a durable medical equipment (dme) supplier stating that a bilitx device possibly burned a patient. The dme stated that there was a small red mark on the patient. It is unknown if medical intervention was required. Therefore, due to the lack of additional information regarding treatment of the patient, we are considering this to be a serious injury at this time.

Manufacturer narrative:
It was reported that there was a small red mark on the patient and no medical care was required. The device was in use at the time of the alleged event. Multiple attempts were made to obtain additional information about the reported incident and to obtain the product back for evaluation. Two people were contacted at the customer site. One did not have any additional information and one did not return our calls. Because the product was not able to be evaluated, the reported problem cannot be confirmed. The product remains at the customer site. There have been no additional calls from the customer, suggesting the reported problem has not recurred. The investigation did not determine whether the product caused or contributed to the reported patient outcome because the customer did not respond to multiple attempts for additional information. Therefore, we are considering this to be a malfunction of insufficient information/unknown cause for reporting purposes only.

Event description:
Philips healthcare received a complaint from a durable (B)(4) supplier stating that a bilitx device possibly burned a patient. The dme stated that there was a small red mark on the patient and no medical care was required. The device was in use at the time of the alleged event.

Manufacturer narrative:
Based on a complete review of the complaint allegation, philips healthcare has determined that the reported issue is reportable due to the possibility of patient harm. Philips healthcare has determined that the reported issue requires further investigation. Once the device is returned for investigation or additional information is received, a follow-up additional information report will be filed to detail the findings and the need for any possible further action.